Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited the distal end had foreign material and the light guide lens had a stain. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Event 1: stain inside the lg-lens based on the results of the investigation, it is likely that the event occurred due to the light guide lens glue peeled off by physical stress caused by hitting/dropping the distal end, chemical stress from chemical solutions used, or the like. Subsequently, humidity invaded the light guide lens which cause corrosion. However, cause of the material remaining in the device could not be determined. Event 2: foreign material at the distal end based on the results of the investigation, it is likely that the event occurred due to the device was not reprocessed properly because of the wear of grip toric joint (o-ring), water tightness is lost. However, cause of the material remaining in the device could not be determined. The instruction manual states the detection method associated with both events in "evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection", and preventative measures in associated with the event foreign material at the distal end in "evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.